Event description:
It was reported that a spectrum pump had multiple unspecified issues. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported multiple issues in that evaluation found system error 322 which was reproduced while running a loaded set. Evaluation found that the upper latch switch was the failing component. The failing upper auxiliary was replaced along with the upper latch switch. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.